Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed a code 08000 processor error. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified. Contamination on u111, u213, u208 and other parts of the board would have caused a processor error, which is consistent with customer¿s problem description.

Manufacturer narrative:
.